Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that he patient was experiencing electrical shocking pain at the ipg site. Patient has twiddler's syndrome and had flipped their ipg at least 100 times causing the left scs lead to be severely twisted and crimped. As a result, surgical intervention took place on (B)(6) 2025, wherein the left lead was explanted and replaced and the ipg was repositioned to address the issue.